Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert and experienced difficulty charging the pump. An alternate usb cable was used and pump appeared to charge; however the charging issue recurred. Customer reported a blood glucose level of 86 (mg/dl). Customer declined any further troubleshooting with tandem technical support, but indicated current pump would be used for diabetes management.

Manufacturer narrative:
.